Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement procedure, the catheter was allegedly found to be ruptured. Reportedly, the fractured catheter was removed using a snare. There was no reported patient injury.

Event description:
It was reported that sometime post a port placement procedure, the catheter was allegedly found to be ruptured. Reportedly, the fractured catheter was removed using a snare. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: one cath-lock and one groshong catheter in two segments were returned for evaluation. Visual, microscopic, dimensional, functional and tactile evaluations were performed on the returned device. A complete circumferential break was noted on the distal end of the catheter and on the proximal end of the distal catheter segments that were elliptical in shape. The edges of the complete circumferential breaks were noted to be even and the surfaces were noted to be granular in one region and round and smooth in the other region. Therefore, the investigation is confirmed for the reported fracture, material separation and the identified catheter wear and deformation issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd